Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the digital visual interface (dvi) cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect dvi cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while outside of a procedure, the video feed on the monitor for the navigation system would intermittently lose functionality and restore functionality without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.